Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants.¿ number 8 states, "dislocation and subluxation." This report is number 1 of 2 mdrs filed for the same event ((B)(4)). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to disassociation from the head and shell.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The components were returned assembled(and not able to be disassembled) so analysis of the individual components was not feasible. The complaint can be confirmed based on the disassociation of the head from the cup/liner in the returned x-ray. Product left conforming to print as there was no evidence that states otherwise. A definitive root cause for the disassociation cannot be determined with the information provided and the components received.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to disassociation of the femoral head from the bi-polar cup.